Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a percutaneous nephrolithotomy (pcnl) procedure, the lithotripsy system did not work and there was no sound when connected. The device displayed a "check probe" error. This resulted in a 30 minute delay in the procedure while the patient was under general anesthesia. The surgeon then attempted to remove stones with a laser from another manufacturer; however, they were unable to remove all of the stones at that time. The procedure was ultimately aborted. The patient was then brought back to the operating room (or) approximately one week later. The patient underwent general anesthesia again and the stones were removed successfully with the lithotripsy system during the second procedure. The customer confirmed that the patient's outcome was good following the second procedure and no further intervention was required. There was no further patient impact reported.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The device evaluation found a faulty transducer connector with a melted socket. Based on the results of the investigation, and although the root cause of the event could not be identified, it is likely caused by a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.